Event description:
It was reported that patient was bending and twisting when they felt a pop and increased pain in left hip approximately 6 weeks post hip arthroplasty. The patient presented to the clinic and was diagnosed with dislocation. The patient underwent a reduction under anesthesia the next day. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). 010000664 ¿ g7 shell ¿ 7167132. 00625006525 ¿ bone screw ¿ 63759079. 650-0662 ¿ delta head ¿ 3090731. 192111 ¿ echo stem - 501010. Medical records were reviewed and identified that the patient had been bending and twisting when sudden pop and pain was felt. The next day, attempts were made to do a closed reduction but were unsuccessful so the patient underwent reduction under anesthesia. Review of the device history record identified no deviations or anomalies during manufacturing. It was reported the patient was bending and twisting and felt a sudden pop. However, a root cause cannot be identified. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.